Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2017 at 09:00am. The patient manages her diabetes with an insulin pump. The patient reported that 2 hours after the issue occurred, she developed symptoms of ¿shaky and headache¿ and self-treated by consuming food or drink. During the call the cca noted that the patient had been following the correct testing procedure and using correct test strips. There was no apparent misuse of the device and it was not the first time it was being used. The error message did not present when pressing the power button and when the patient was walked through a retest the issue was resolved. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.